Manufacturer narrative:
It should be noted that the thv was deployed in a native aortic valve with no calcification. In (B)(6), the edwards sapien 3 valve, edwards commander delivery system and accessories are currently indicated for use in patients with severe, symptomatic, calcific aortic valve stenosis who are judged by a heart team, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (lack of valvular calcification) likely contributed to the migration / embolization of the initial valve into the ventricle, valve retrieval process, and subsequent deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a sapien 3 valve (size unknown) was deployed in a ¿non-calcified¿ native aortic annulus. Post deployment, the valve migrated to the ventricle. The valve was captured with a laze/snare and relocated into the annulus. A second valve was deployed within the initial valve. Both valves were ¿fixed¿. The patient was transferred to the ICU. Both valves remain implanted in the patient. Information regarding the native annular diameter was not provided. No annular / valvular calcification was reported.

Manufacturer narrative:
Additional information: section d6: implant date section h10: narrative text. As reported by our affiliate in spain and in an article, ¿successful transfemoral management of transcatheter aortic valve embolization into the left ventricle¿, a 29mm sapien 3 valve migrated into the left ventricle due to the absence of aortic valve calcification. A second 29mm sapien 3 valve was successfully deployed in the initial valve. After the procedure, the patient recovered uneventfully and was discharged on postoperative day (pod) 6. Both valves remain implanted in the patient. Reference for article: ariana varela-cancelo, jorge salgado-fernández, ramón calviño-santos, beatriz bouzas-zubeldía, successful transfemoral management of transcatheter aortic valve embolization into left ventricle, european heart journal, , ehaa430. Https://doi.org/10.1093/eurheartj/ehaa430

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.